Manufacturer narrative:
Final analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a fall on the implant site. Hematoma had developed and lead to dehiscence at the implant site. The physician indicated that this behavior was not the result of the device itself. The device was explanted and replaced. The patient would be followed up normally.